Event description:
Boston scientific received information that this patient advocate contacted boston scientific's technical services (ts) to report that this patient had died in (B)(6) 2014. There were no allegations of device malfunction or that the use of the device caused or contributed to the patient's death. The patient advocate mentioned that this device was recently implanted. The patient developed an infection but the patient advocate was unsure if this contributed to the patient's death.

Manufacturer narrative:
No additional information was available from the local representative. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.